Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5174191.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a lead revision procedure due to high impedance readings discovered on several contacts of one lead. There were no reported patient symptoms. Both leads were explanted and replaced during the procedure. It was the physicians preference to replace the second lead. The patient is doing well postoperatively. The explanted leads will not be returned as they were retained by the medical facility.